Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. The reported event is confirmed, based on the provided photos. No product was returned. A visual inspection was conducted on the customer-provided pictures. When zoomed in a clear fracture of the plate occurred both on the top and the bottom of the plate. A determination cannot be made as to what caused the plate to fracture. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): 74-0004 (66108149). Associated product information: unknown 360 screws (unknown); quantity (B)(6). The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial sternal fixation procedure, a fixation system was used to approximate the patient¿s sternum. Three plates and multiple screws were implanted, with one plate placed in the manubrium, another in the sternal body, and a third in the distal body. During implantation, the tower of the middle plate was dislodged but reattached before achieving the desired compression and locking the crimp in the middle plate. The patient later underwent reoperation due to sternal dehiscence approximately one (1) week later. Upon incision, the middle plate was found fractured along the sternotomy line, the band appeared buckled, the proximal plate exhibited screw pull-out, and the distal plate showed band pull-through on the bone. All hardware was removed, and the sternum was reclosed using double wires and additional plates. The patient is expected to recover fully. Attempts have been made, and no further information has been provided.